Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. This device is not approved for sale in the USA, but is similar to a USA marketed/approved device.

Event description:
Additional information received identified the patient had the ipg replaced with a new one. Additional follow-up identified the patient has resumed therapy.

Event description:
It was reported the patient¿s (B)(6) dbs ipg does not communicate with neither the clinical programmer or the charging system. The patient was hospitalized ((B)(6) 2014) and the ipg was switched off for approximately five months and the patient did not recharge the ipg. The patient's ipg battery has been confirmed to be fully depleted. Surgical intervention may be taken at a later to address the issue. The exact date of the event is undetermined at this time.